Event description:
It was reported that the change in seizure pattern event is now resolved. No other relevant information has been received to date.

Event description:
Additional information was received that after vns was increased, seizure frequency increased and severity (sits upright, causing lots of autostimulations). There were no change in medication, no environmental changes, and no illness other than the increase in seizures. The patient¿s current seizures load ¿ 277 while seizures in the last three months (prior 3 months ¿ 52, baseline ¿ 56 seizures over three months). No additional relevant information has been received to date.

Event description:
It was reported that the patient had an exacerbation of seizure possibly related to vns stimulation. The treatment was modified however the event has not recovered/ resolved. No additional relevant information has been received to date.